Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during visual inspection a particle was identified inside the cassette. The staff has identified this particle as a curl of plastic. This event occurred during compounding. There was no patient involvement.